Event description:
Inflammation in both injected knees [arthritis]. Edema in both injected knees [oedema peripheral]. Pain in both injected knees [arthralgia]. Case description: licensee-spont report received on (B)(6) 2010, from a physician via a company rep regarding a (B)(6) female pt, initials (B)(6), with a relevant medical history of bilateral knee osteochondritis and a previous treatment course with synvisc 6 months prior. The pt received the first injection of synvisc into both knees on (B)(6) 2010. The synvisc lot number was not provided. On (B)(6) 2010, 24 hours after receiving the first synvisc injection, the pt presented with pain, inflammation, and edema in both injected knees. The physician assessed the intensity of the events as severe with an outcome of temporal (temporary) disability. As treatment for the events, rest and nimesulide were recommended. The physician assessed the relation of the events to synvisc as definite. As of the date of receipt of the report, the pt was improving but had not yet recovered. Concomitant medications reported included: glucosamine indicated for osteochondritis. The qa (quality assurance) investigation results were received on (B)(4) 2010. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. See MFR's control number: (B)(4) for other adverse event(s) from this reporter. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.